Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid. It was not reported if the patient was hospitalized. It was reported that the patient was not treated with antibiotics for the event and was not retrained on the proper aseptic technique. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from cloudy pd fluid and peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.